Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user reported slowness while logging-in and this issue was affecting the specific device. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported slowness during log in and dispensing blue spinning circle. A technical support specialist dialed into the station and attempted login and no delay was observed. Verified logs showed successful authentication. Netbios was disabled and station uptime was 11 days, with memory load at 76%. Spoke to customer and confirmed with the customer that the slowness issue had improved. The system functioned as intended after the technical support specialist troubleshot the device.